Event description:
It was reported that a pta balloon would not deflate after the first inflation in the sfa. The balloon was deflated with a needle stick through the skin. The balloon catheter was removed through the introducer sheath without incident. No report of pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.